Event description:
It was reported that this right atrial (ra) lead exhibited inappropriate mode switches due to oversensing. There was no noise noted on the right ventricular (rv) lead, so technical services (ts) ruled out electromagnetic interference (emi). Ts recommended the patient be brought in to evaluate with isometrics and check if noise could be recreated. No out-of-range impedances noted. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).